Event description:
It was reported that the device was used during a routine laparoscopic cholecystectomy, the rachet mechanism was not working properly. He had to manipulate the instrument in order to open the jaws of the instrument to remove it from internal tissue. A second instrument was opened the surgeon encountered the same problem. A third instrument was opened and the operation was completed without any further complication. No patient consequences.

Manufacturer narrative:
Additional lot # v42g9y.